Event description:
On (B)(6) 2012, the pt reported experiencing elevated blood glucose and the believes the infusion device is not working correctly. She changed the infusion site and tubing and insulin cartridge on (B)(6) 2012 and that night her blood glucose was elevated to 400 mg/dl. She changed the infusion site, tubing, and insulin cartridge again using different insulin. On (B)(6) 2012, her blood glucose measured 300 mg/dl and the switched to her backup infusion device using the same insulin cartridge, adapter, and infusion tubing. She stated that within a couple of hours her blood glucose had returned to normal, 100-230 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.